Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, after removing the sensor due to a failure, the patient reported that the wire was missing from underneath the patch and had remained in her skin. On (B)(6) 2025, during a scheduled doctor¿s appointment, the patient informed her physician of the issue. The doctor advised her to wait for the wire to naturally work its way out of the skin. No treatment or medication was provided at that time. On (B)(6) 2025, during a follow-up call, the patient stated that she has a doctor¿s appointment scheduled for (B)(6) , 2025 to assist with removal of the wire under her skin. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.